Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation (inadvertently left out). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, foreign material remained in the nozzle, as the device was sent to olympus without being reprocessed completely at the user facility. The root cause is attributed to the user. The event can be detected and prevented by following: - operation manual which includes the detection way at chapter 3 preparation and inspection. - reprocessing manual which includes the preventive measures at chapter 5 reprocessing the endoscope. In addition, the following non-reportable malfunctions were found during the device evaluation: the air/water cylinder and scope cylinder were discolored. The scope connector and plug unit were corroded due to water leakage. The insulation resistance value at distal end does not meet the standard value due to a chip on probe cover. The air supply volume failed. The water supply volume failed. The bending angle in up direction does not meet the standard value due to wear of angle wire. The play of up/down knob was out of the standard value due to wear of angle wire. The light guide lens was cracked. The universal cord had peeled coating. The rdg-e showed error message when cleaning the air/water channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited air/water leakages. The device was returned and an evaluation revealed presence of foreign material in the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the air/water leakages were found during reprocessing. There was no patient involvement.